Event description:
It was reported that 8 months post implantation of 2 xience v stents in the proximal left anterior descending coronary artery (plad), the patient experienced unstable angina and was hospitalized. Creatinine kinase-myocardial band (ck-mb) was noted to be slightly elevated. In-stent restenosis was noted. On (B)(6) 2012, percutaneous coronary intervention (pci) with stent placement was performed to the plad. On (B)(6) 2012, the event was noted to be resolved and the patient was discharged. On (B)(6) 2013, the patient experienced unstable angina and was hospitalized. On (B)(6) 2013, diagnostic angiogram was performed and pci was performed to the plad. On (B)(6) 2013, the event resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4): no pre-dilatation performed. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. It should be noted that the IFU instructs to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v referenced is being filed under separate a manufacturing report number.